Event description:
It was reported that during anterior cervical surgery it was observed that the dual port console device had "side one weak and side two only ran at 40,000 rotations per minute (rmps)". The surgery was completed successfully with the actual device. No injuries or medical intervention were reported. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint could not be confirmed. The device was tested and the complaint was not duplicated. Should additional information become available, a supplemental medwatch report will be sent accordingly.